Event description:
The customer complained that the device will not turn on. There was no pt use associated with the reported complaint.

Manufacturer narrative:
Medtronic continues to investigate the reported event.